Event description:
It is reported that a customer was hospitalized on 11/29/2014 4:30 pm for a high blood glucose level of 600 mg/dl and diabetic ketoacidosis. The customer stated that there were no significant events that could have led to the issue. The customer stated that the batteries in the pump had been out for 2 weeks and the customer did not have supplies son hand to trouble shoot the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.